Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. Customer also reported multiple replace battery now alarm without low battery alarms. Troubleshoot was performed for power error detected. Assisted in performing a self test. Customer states they did not see missing segments during the self test. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.